Manufacturer narrative:
Concomitant product: pco9x parietex pcox rnd 9 cm x1 (lot# plf00326). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia and ventral hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh pulled away, adhesions, and pain. Post-operative patient treatment included mesh revision surgery and hernia repair with mesh.